Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in hospital after receiving a patient notification for high, out of range pacing lead impedance. High capture threshold was also noted. The lead was capped and replaced. The patient's condition was good after the event.